Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited inappropriate therapy associated with oversensing noise on the rate/sense channel. The patient also reported pectoral stimulation. The patient was scheduled for an invasive investigation. During the procedure there was no noticeable lead damage and the connections were all correct. The lead checked out well in the or and thresholds,, impedance and sensing were excellent. The surgeon did notice that, there was some blood in the rv p/s port of the header that may have, been introduced during the first procedure. He cleaned this up and, reconnected the device to the same lead. At the follow-up, the patient did not have any pectoral stimulation.